Event description:
It was reported that this brady lead was a case of an attempted implant the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported. Additional information was received indicating that this lead was an attempted implant due to tissue stuck in helix.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the tissue/blood stuck in the helix reported observation with the lead causing a failed helix mechanism test. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Furthermore, the lead passed the electrical continuity and stylet insertion test.

Event description:
It was reported that this brady lead was a case of an attempted implant the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported. Additional information was received indicating that this lead was an attempted implant due to tissue stuck in helix. Hence, this event is deemed non-reportable.